Event description:
It was reported that during a sleeve gastrectomy, they used 4 cartridges ecr60g without any issue but with the fifth cartridge the device wrinkled the tissue. It cut them but did not staple. Same issue with a sixth cartridge. To complete the procedure they had to use another device and two other cartridges ecr60g to complete the procedure and they performed overedge stitches. No patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information: based on the x-ray photographs; the event description and the device analysis believe the complication was the result the knife getting damaged on a previous firing while crossing and existing staple line probably the four firing. Hence the tissue plowing / wrinkling occurred on the fifth and sixth firings because the damaged knife could not cut cleanly and fast enough to match the knife advancement speed. The analysis results showed that one ecr60t reload was received partially fired 1/2. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition and with a cartridge loaded in the device. The reload was noted to be fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.